Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set leakage event on (B)(6) 2025 the leakage was in the cannula site. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011801, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011801 was manufactured according to the work instruction (wi) version 100 and manufactured in the multivac 14 on 21/feb/2025, with a total of (B)(4) units. Glue-connector lot: the lot 5b00045 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 15/feb/2025, with a total of (B)(4) units. The lot 5a04025 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 17/feb/2025, with a total of (B)(4) units. The lot 5a04026 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 18/feb/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.